Manufacturer narrative:
The insulin pump received with no moisture damage found on the electronics, lcd motor, battery tube and vibrator noted. The screen looks normal. The insulin pump received with cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump has damage at the battery compartment and also water damage was found. Customer did not recall how the damage occurred. Customer stated that the insulin pump can be used but it is difficult because, the screen can hardly be read. Blood glucose value was 16 mmol/l. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.